Event description:
On (B)(6) 2011, pt reported the up button on the infusion device does not function properly. Pt noticed this approximately 1.5 weeks ago when he tried to bolus. Pt boluses several times per day and is not sure how long he has used this infusion device. The up button pops up after it is pressed and released. Infusion device was replaced and requested for eval. No physiological effects were reported. Pt did not require treatment from a health care professional or second party to address the issue.